Event description:
It was reported that the user received a ¿dosing stopped enter bg or connect cgm¿ alert after applying a new freestyle libre 3 plus sensor, and the pump¿s cgm menu displayed ¿start sensor.¿ the user was guided to start the sensor on the pump and scan the sensor in the ilet mobile app; the first scan returned an error and the second scan succeeded, after which the user was informed of the cgm warmup period. Symptoms included no reported clinical effects. Outcomes included restoration of cgm connectivity and continued use following user education. Investigation included technical support review and user troubleshooting guidance. Investigation of this case revealed initial scan error that resolved with repeat scanning and proper start sequence. It was concluded that the device functioned as designed after correct setup and that no device malfunction was confirmed.